Event description:
It was confirmed by the sales representative that the event reported in this MDR is a duplicate of another event reported to cook. Additionally, the device involved in the event is not marketed in the us and there is not a similar device that is marketed in the us. Therefore, mdr1820334-2018-03468 is not reportable under FDA 21 cfr part 803.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg graft had thrombosis post implantation.